Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, the patient had been getting inaccurate cgm when compared to her fingerstick since on (B)(6) 2025. The first sensor was put on arm and taken off after 7 days because the cgm was reportedly inaccurate. The sensor was replaced and put on the abdomen. The patient uses insulet omnipod5 in modified closed loop. After replacing, the patient said that all night long she had been alerted to cgm low on both the "receiver" and mobile app. She drank some sugar soda. When she woke up in the morning, the screens still read the word low. When she checked her fingerstick it said high which she say is above 600 mg/dl. Patient was now vomiting. She was also experiencing raising heart, elevated bp, nausea, extreme aggravation, symptoms of dehydration and ketosis which she also experienced the day before. She just took 16 units of humalog/insulin and manually injected it. She was drinking lots of water to lower her ketones and sugar like what she did also reportedly the day prior to manage. She said she would go to the hospital the day of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
D4 model no - additional. D4 serial no - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.